Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl to 500 mg/dl. Blood glucose value at the time of incident was 404 mg/dl. The customer was treated with manual injection. The customer's blood glucose value was 98 mg/dl at the time of call. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. Drive support cap appears normal (slightly indented). The customer experienced no symptoms of blood glucose levels. Customer declined to troubleshooting. The insulin pump is not expected to be returned for analysis.